Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient began treatment with injections of cefepime (1gm, frequency and route not reported), injections of heparin (1000 unit each bag for 3 days and route not reported) and tablet ciplox (250mg, bd and route not reported) for peritonitis. The patient was later discharged from the hospital. At the time of the report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Follow up information received, the patient was recovered from the peritonitis event.